Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure and stopper assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure and stopper assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested with all weights being within specification limits and, no issues with the hemogard closure and stopper assembly being loose or popping off after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing stoppers popping off. "Popping off hub."